Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet and expressed concern that insulin was being delivered during low glucose, along with questions about reconnection and infusion set use. Symptoms included elevated blood glucose up to 261 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included continued use of subcutaneous insulin via pen as backup therapy and no need for professional medical intervention. Troubleshooting and education were provided regarding ilet insulin modulation at low and high glucose thresholds, device learning period expectations, reconnection timing after backup insulin, and infusion set application, and the user was referred for additional training. Investigation included technical support review and user education. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the event was hyperglycemia with cause unclear and that additional user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.